Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue

Event description:
Customer complains of hi results (more than 600mg/dl). (B)(6) ( daughter) calling states that the meter is giving high blood results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 120mg/dl-280mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips have been properly stored and have been opened for 2 weeks. Customer performed a back to back blood test and obtained 314mg/dl and 310mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concern with the hi blood result obtained on (B)(6) 2016 at 4:08pm. Customer states that there is no way his results can be this high. Customer states that also run a blood test and the result was hi. Check the meter memory and the time and date is not set correctly.